Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis manifested as diarrhea. The patient was hospitalized for this event. Treatment for the peritonitis was not reported. The cause of the peritonitis was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Twenty six days after being hospitalized for peritonitis, dianeal therapies were withdrawn. On the same day, the patient was switched to hemodialysis (hd). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.